Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Following implant of a dbs ipg it was reported the patient (B)(6) exhibited drowsiness and issues with speech. A control CT was performed and observed normal post-operative status with a discrete thalmic hemorrhage. The patient remained hospitalized, but is now reportedly showing signs of improvement. The alleged symptoms are believed to be related to the implant procedure; however, additional testing is needed in order to confirm exact causation. The patient's condition will be closely monitored until satisfactory resolution is obtained.